Manufacturer narrative:
Philips service replaced workst. Rackm., coa and attempted software reload; issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the switching pc intermittently fails to boot, requiring manual intervention on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.